Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown, therefore the device history record could not be reviewed. The instructions for use states the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the patient allegedly experienced a urinary tract infection on (B)(6) 2015 as a result of using the catheter. The patient was admitted to the hospital on (B)(6) 2015 for acute metabolic encephalopathy secondary to underlying urinary retention and a urinary tract infection. A foley catheter was placed and 800mls of urine was returned. Follow up urine cultures were negative.